Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02790. It was reported that the right and left ventricular lead exhibited noise. During the procedure, insulation abrasion with extent fillers were visibly confirmed on the leads to can in the pocket. Both leads were explanted and replaced. No signs or symptoms of infection were noted. The patient was stable before, during and after the procedure.